Event description:
Additional information was received. It was reported the patient outcome as resolved without sequelae on (B)(6) 2013.

Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak. The patient had headache symptoms. There was a medication adjustment, and an epidural blood patch was done on (B)(6) 2013. The event was noted to be ongoing. It was additionally noted that on (B)(6) 2013, a purse string was added around the catheter, and another blood patch was done. The pump system was being used to deliver hydromorphone, bupivicaine, and lioresal (baclofen).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).